Event description:
User reported 10 false positive results. No information regarding additional testing. This is report 2 of 10.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-01146, 1144, 1143, 1142, 1141, 1140, 1139, 1138, 1137: test 1, 3, 4, 5, 6, 7, 8, 9, 10 of 10).

Event description:
User reported 10 false positive results. No information regarding additional testing. This is report 2 of 10.